Event description:
In 2003, the patient's c1 device reportedly stopped working. Three days later, the patient was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. Further testing performed confirmed that the device was no longer functioning. The patient's device as explanted. The patient was reimplanted with another advanced bionics cochlear implant.